Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache and fatigue outcome was unknown. The reporter considered fatigue, headache, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter information was added. Lab data was added, essure lot no added. Event added per pfs: migraines / headaches, fatigue. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A45112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache and fatigue outcome was unknown. The reporter considered fatigue, headache, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: this case is duplicate of case: (B)(4). All source document information, reporters and reference section from this case was added to case: (B)(4). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. A45112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, migraine, headache and fatigue outcome was unknown. The reporter considered fatigue, headache, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.